Event description:
The affiliate stated the customer reported incomplete (non-numeric) diff results involving the coulter lh 780 hematology analyzer. The customer stated patient results were not impacted. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) replaced the diff preservative (stabilyse) line solenoid valve and resolved the reported issue. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the diff preservative (stabilyse) line solenoid valve. A definitive root cause is unknown. (B)(4).